Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer changed the cartridge and the alarm reoccurred. Customer's blood glucose was elevated (>400 mg/dl) and customer alleged the pump was not functioning properly. Customer reverted to using manual injections to address elevated bg and for insulin therapy.